Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited abrupt out of range pacing impedance measurements. Technical services (ts) reviewed and advised non-physiologic noise was oversensed. Ts suspected a lead fracture may have occurred. Ts confirmed no inappropriate therapy had been provided. Additional information has been requested but was not provided at this time. This ra lead remains in service. No adverse patient effects were reported.